Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained. Additional information was received that the patient was experiencing frequent ipg charging. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Event description:
It was reported that patient underwent implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained.